Event description:
Facility equipment tech reported a pt care tech (pct) was preparing this baxter meridian device for hemodialysis. Pct reported receiving a "shock" upon touching the machine. Device was pulled from service. Facility tech reported there was no employee injury and no medical intervention was necessary as a result of this event. Device is back in service without further problems to report.